Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery test alert, unexpected battery power loss anomaly, no delivery alarm, drive/motor anomaly, rewind anomaly and back light anomaly due to buttons not responding. Pump received with cracked case reservoir tube window corner.

Event description:
The customer reported via phone call that insulin pump rejects new batteries, motor sluggish during rewind and also had random no delivery alarm. The customer's blood glucose value was unknown. The customer also reported reservoir window was crack and backlight was dimmer. Esc button has to be pushed in specific area to work. The insulin pump will be returned for analysis.